Event description:
The problem was not just one date, it was from (B)(6) 2023 until (B)(6) 2024, daily. I had a boston scientific scs implanted in (B)(6) 2023. It helped for the first couple of weeks, then the pain increased and in more locations. I found out that there was metal in the device, and I did tell the surgeon prior that I have a metal allergy. After repeated calls to the surgeon and the boston sci. Rep, nothing was corrected. The device was finally removed due to making the pain worse and spreading, in (B)(6) 2024. The pain levels have decreased some, but I am still dealing with significant pain that was not there prior to implantation, and severe itching from the metal allergy.